Event description:
It was reported that prior to an unknown procedure, the device was fired on the back table by the scrub tech prior to initial use and the clips came out malformed. The scrub tech informed the surgeon and a new device was opened with the same result. A third device was then opened and worked as designed and the procedure was concluded with no adverse patient outcome. Neither of the first two devices was used on a patient.

Manufacturer narrative:
(B)(4). This event was previously reported under mw# 3005075853-2013-03347. Therefore this 3500a is being voided.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that the alert date was incorrect. The alert date has been corrected based upon the event and the data provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.